Manufacturer narrative:
An investigation has been opened to review history record and risk documentation. A follow up report will be sent after investigation.

Event description:
It was reported that: left groin access for closure device. Left groin hematoma intra-procedure. Manual pressure applied by md. Md determined to add 1cm to depth measurement to account for hematoma. Md used ultrasound during device deployment as guide. Device deployed, correct positioning confirmed with fluoroscopy. However, dissection noted to access site. Resolved with balloon x 4.5mins and then applied covered stent. Additional information: procedure was a tavr, vessel size was >7.5mm, ultrasound was used to gain central common femoral artery access but no micro puncture kit. There was not multiple attempts. There was mild calcification in vessel. The measured dept for device was 3+1cm. Post hematoma the physician upsized the sheath to 16fr. Prior to closure the act was 256, heparin and protamine were given during procedure. Time to hemostasis was >10minutes.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was planned for closure in the left common femoral artery. Ultrasound guidance was utilized to achieve a central positioned access and was utilized during the deployment procedure. The arteriotomy was greater than 7.5mm, mild calcification present with a depth measurement of 3cm + 1cm. A left groin hematoma was noted intra-procedure and manual pressures were applied. A hematoma requiring manual pressure treatment is a common acceptable surgical complication and does not indicate failure of the device. The physician encountered difficulties advancing and withdrawing the 14f procedural sheath and choose to upsize to a 16f sheath to accommodate for the hematoma; and added an additional 1cm to the measured depth during deployment. Following deployment, a flouroscopy verified correct positioning of the manta device, although a dissection was noted at the access. Balloon inflations were applied for four and a half minutes, and the physician choose to deploy a covered stent to address the dissection. Time to hemostasis was greater than ten minutes, and the patient outcome post procedure was fine. The device was not returned, and angiograms were not received for investigational purposes. There is believed to be no device failure. The root cause of the extended hemostasis requiring a covered stent is likely due to the presence of a dissection. Dissections are a common large bore procedural complication; therefore, it cannot be determined if the dissection occurred prior to or during the manta deployment. The cause of the dissection is inconclusive. The IFU indicates in special patient populations: the safety and effectiveness of the manta device has not been established in patient populations who are suspected of having intra-procedural complications at the femoral access site before sheath removal including: bleeding or swelling around the large bore sheath that may indicate hematoma formation and/or pseudoaneurysm formation, and/or peri-procedural angiographic evidence of thrombus formation or significant injury in the aorta or iliac vessels associated with procedural large bore sheath placement and/or sub-optimal anticoagulation. Precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. Potential adverse events related to the deployment of vascular closure devices include local trauma to the femoral or iliac artery wall, such as dissection, and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to: vessel laceration or trauma.